Manufacturer narrative:
(B)(4). Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and resulted in an "error code 7¿ displayed by the generator. No communication issues were seen at any time during the test. The instrument was disassembled to perform an internal electrical test and it was found that the hand activation cable was damage causing a hand activation to ground short circuit condition at the midhousing level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during unknown procedure that the generator can not detect the handpiece, and was a message saying "reactivate". Another hand piece used to finish the case .no patient consequences. No more information provided.